Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was apollo tip detachment. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for liquid embolization treatment. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 9.2 mm.